Manufacturer narrative:
(B)(4).

Event description:
The customer reported a retic stain leak involving the coulter lh 780 hematology analyzer. The customer indicated that the analyzer had also failed retic background. The volume of the leak is unknown but was contained within the instrument. The customer continued to use the analyzer for complete blood count (cbc) processing of patient samples after the retic background failure and 'hemoglobin and hematocrit (h & h) check failed' messages were generated. The customer verified all patient results and confirmed that no erroneous results were generated. There was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. Beckman coulter field service engineer (fse) was dispatched and observed that the source of the stain leak was a disconnected tubing at the retic stain pump. The fse replaced the tubing and no further leak was observed. The fse noted that the cause of the h&h check failures was that the blood sampling valve (bsv) required adjustment. The fse adjusted the bsv and repairs were verified per established procedures. The h&h failures were not related to the retic stain leak or retic background failures. The cause of the leak was a disconnected tubing at the retic stain pump and the instrument operated as intended by failing retic background thereby alerting the operator of an instrument problem.